Event description:
It was reported that there was oversensing of the r-waves on the right atrial (ra) lead channel as well as under-sensing of the r-waves on the right ventricular (rv) lead channel of this pacemaker system. Technical services (ts) recommended full rv lead evaluation. No adverse patient effects were reported. Currently, this pacemaker system remains in service.